Event description:
It was reported the patient had the device removed in (B)(6) 2012. The patient's bladder control wasn't an issue. The patient's health care provider (hcp) determined sleep apnea was waking the patient up. The patient had other medical issues that required an MRI, and the hcp decided to remove the implant. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v289339, implanted: (B)(6) 2009. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).